Event description:
The customer reported that the system would not produce an image. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera was evaluated, replaced, and then calibrated. The collimator was recalibrated. The system was tested and found to be working as intended and returned to service.